Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they insulin pump had under delivery. Customer¿s blood glucose was 26 mmol/l at the time of incident. The customer also mentioned other blood glucose value such as 13 mmol/l. The customer experienced symptoms of high blood glucose such as nausea. The customer treated high blood glucose with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer using insulin pump within 48 hours of high blood glucose of event. The insulin pump will not be returned for analysis.